Event description:
Customer reported receiving a no delivery alarm on her insulin pump. The customer declined to troubleshoot before the alarm could be cleared. It was also found the insulin pump delivered 5 units instead of 5.20 units of insulin in the bolus history. The customer's blood glucose was 135 mg/dl. The customer stated she would monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)